Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty inserting another manufacturer's right ventricular (rv) lead into the header of this cardiac resynchronization therapy defibrillator (crt-d). The terminal pin was not visualized past the connector block so the physician took the lead out of the header. It was also noted that removal of the lead required extra force. The rv lead was then successfully re-inserted into the header with mineral oil and yielded good measurements. The crt-d and rv lead remain in service. No adverse patient effects were reported.